Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) lead exhibited high thresholds, no capture, confirmed fracture, high/undefined impedance. It was also noted that the ra lead exhibited oversensing/noise and the rv lead had a spike in impedance. Both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.